Manufacturer narrative:
Batch review performed on 06 june 2024. Lot 2205987: (B)(4) items manufactured and released on 22-may-2022. Expiration date: 2027-05-04. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At 10 months from the primary, the patient came in reporting instability due to laxity and the cause of the laxity was unknown. The surgeon upsized the insert (from 10 to 13 mm) and the surgery was completed successfully.